Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault- 501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 catalog # removed and d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided for review. Review of the log file does confirm the customer's reported error message. However, without receipt of the device we are unable to determine root cause from the device log files. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, function stress testing, running daily/weekly/monthly self tests, on/off current testing, patient and circuit impendance testing, and shock testing without duplicating the report. The battery and eletrode pads used at time of report were not returned. An internal inspection found no discrepancies. The main board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.